Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_(B)(4) - envision ide, patient site ID: (B)(6). It was reported that on (B)(6) 2026, an unknown navitor valve was chosen for implant. During the procedure, patient developed heart block and subsequently required pacing. Patient was evaluated by electrophysiology with plan for permanent pacemaker.